Event description:
(B)(6) rn reported pt's curlin pump is broke, pump malfunctioned. No other details provided. Pump serial number and expiration is unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hyqvia kit - 35gm. Hyqvia kit indication: common variable immunodeficiency, unspecified; immunodeficiency, unspecified; other common variable immunodeficiencies. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown.